Manufacturer narrative:
(B)(4). Investigation summary: the DHR for lot 9296382 has been reviewed. This lot was built and packaged on afa line 12 from 29oct2019 through 01nov2019 for a quantity of 475210 units. No related quality issues or process deviations were found. Peura rm5835, rev 18, version q has been reviewed. This type of failure has been included and assessed for risk on multiple pages, and it is impossible to narrow it down without the sample. Investigation conclusion: the defect leakage at catheter junction could not be refuted nor confirmed in the absence of a sample. Root cause description: the root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that blood and solute leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred with 3 catheters during use. The following information was provided by the initial reporter: "there was a leakage of blood and solute between the rigid part and the soft part of the insyst (at the base between the soft part in the patient and the rigid part outside the patient), it happened on a few occasions to his colleague and once to her, with the insyst of the same batch #. However, this did not happen to all the catheters in this lot."